Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the erbe had error 4-02 which could not be resolved via a power cycle. Technical support engineer (tse) guided customer reseat/swap energy cable no improvement and all energy cable removed error still occurred after power on the esu. Site swapped to an 3rd party esu to complete the procedure. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed. The system functionality was checked upon powering on the system and initially powered on without errors. Dvstat contacted for troubleshooting and full troubleshooting was completed. Site replaced the monopolar/bipolar cable and reboot the erbe. Site replaced the other energy device to complete the procedure. There were no patient injury. Dvstat was not contacted prior to aborting/converting the procedure. The procedure was not completed robotically with same esu/generator or was the generator exchanged out during the case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found the reported error 4-02 was confirmed using system logs, with additional c-83 and multiple energy halts recorded previously. Testing showed the erbe immediately presented error 4-02 on startup. The unit will be sent to the original equipment manufacturer for further analysis. The probable cause of error 4-02 is attributed to a faulty erbe generator. This error indicates a cyclic redundancy check error. This error can be resolved through troubleshooting or replacement of the generator. The probable cause of error 4-02 is attributed to a faulty erbe generator. This error indicates a cyclic redundancy check error. This error can be resolved through troubleshooting or replacement of the generator. Correction: h8. Was updated to initial use of device.